Manufacturer narrative:
Investigation pending.

Event description:
Pt self tester alleges discrepant low result. Inratio - 1.2. Lab - 1.7. Pt's therapeutic range 2-2.5. Pt's therapeutic range 2-2.5. Tests performed 2 hours apart.